Event description:
On (B)(6) 2015, the reporter contacted animas and stated they have lost confidence in the pump. Reporter alleges that the battery indicator does not change. Battery states full and but pump emits the replace battery warning. There is no allegation of an adverse event. This complaint is being reported because the battery indicator issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.